Event description:
Further follow-up revealed that the death certificate listed the immediate cause of death as adult respiratory distress syndrome, due to (or as a consequence of) rectal cancer. The manner of death was listed as natural. The pt died while hospitalized and no autopsy was performed.

Event description:
Reporter indicated that vns patient had passed away. It was reported that the patient was hospitalized for approximately one month prior to death and that they died while hospitalized. Exact cause of death and circumstances surrounding hospitalization are unknown. The patient experienced a 25% reduction in seizures with the vns therapy and was receiving therapy at the time of death. Autopsy was not performed and the device was not explanted. There is no evidence at this time that the ncp system caused or contributed to the reported event. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.